Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon lodged inside: vagina [foreign body in reproductive tract]. Went to remove tampon and string detached. Tampon was still lodged inside body [complication of device removal]. Bleeding: vagina [vaginal haemorrhage]. Irritation: vagina [vulvovaginal discomfort]. Pain: vagina [vulvovaginal pain]. Tampon string detached [device breakage]. Case description: consumer sent e-mail stating the string detached when she tried to remove the tampon. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon lodged inside - vagina [foreign body in reproductive tract] went to remove tampon and string detatched...tampon was still lodged inside body [complication of device removal] bleeding - vagina [vaginal haemorrhage] irritation - vagina [vulvovaginal discomfort] pain - vagina [vulvovaginal pain] tampon string detached [device breakage] consumer sent e-mail stating the string detached when she tried to remove the tampon. No serious injury was reported.

Manufacturer narrative:
13-apr-2021 - no failure could be identified as a result of the investigation.

Event description:
Tampon lodged inside - vagina [foreign body in reproductive tract]; went to remove tampon and string detached...tampon was still lodged inside body [complication of device removal]; bleeding - vagina [vaginal haemorrhage]; irritation - vagina [vulvovaginal discomfort]; pain - vagina [vulvovaginal pain]; tampon string detached [device breakage]. Case description: consumer sent e-mail stating the string detached when she tried to remove the tampon. No serious injury was reported.